Event description:
It was reported that the twist clamp of the minicap transfer set broke which resulted in leak. The event was further described as ¿the inner part of the twist clamp broke in pieces¿. This was observed during an unspecified process step of peritoneal dialysis therapy. To resolve this issue, the transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.